Manufacturer narrative:
The iab was returned with the membrane completely unfolded with the iab tip partially inside the t-handle. No blood was visible on the catheter. The iab was removed from the t-handle and a kink was found within the membrane on the inner lumen approximately 4.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and eight leaks were detected on the membrane at the same location approximately 17cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by the leaks found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), blood was found in the membrane. The iab was changed to start therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Complete event site name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID#: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), blood was found in the membrane. The iab was changed to start therapy. There was no reported injury, or adverse event to the patient.